Manufacturer narrative:
(B)(4) (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the dial of the valgus alignment guide disassembled from the instrument. The procedure was completed using another alignment guide after a delay of less than thirty minutes. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use and has nicks and gouges. A thread is damaged on the main body but not on the nut itself. Device history record was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.